Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2014 and absorbable straps were used. The surgeon had a problem while inserting the device into the trocar and then part of the device broke away and was loose in the abdomen. The piece was retrieved and there were no adverse patient consequences.